Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date of explant.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an ipg explant procedure. The explanted ipg was discarded by the medical facility and will not be returned.